Manufacturer narrative:
E1, initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light of the xenon light source was flickering. The issue was found during inspection for use. There were no reports of patient involvement.